Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the duodenal papilla during a biliary dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon burst around 9atm/10mm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result: the returned cre wireguided dilatation balloon was analyzed and a visual examination found that the balloon and the catheter of the device had no damages. A functional inspection was performed by connecting the device to an alliance inflation system. The balloon inflated without problem and was able to hold pressure. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. Product analysis determined the device was returned in good condition, with the capability of being inflated and holding pressure. Therefore, the most probable root cause cannot be determined as no problem was detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the duodenal papilla during a biliary dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon burst around 9atm/10mm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.